Event description:
It was reported that dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After pre-dilation with a 2.00 x 12mm semi compliant balloon, a 2.25 x 38 synergy stent was deployed for treatment at 11 atmospheres without any issues. After post dilation was performed with a 2.50 x 12mm balloon, a proximal edge dissection in the proximal part of the stent was noted. Another 2.50 x 28 synergy stent was deployed proximally and overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.